Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump screen had hazey effect in sunlight and affect visibility. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that buttons did not respond on first press and had to press multiple or harder for them to respond. The insulin pump will not be returned for analysis.